Event description:
As reported on april 11, 2008, this pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. At an unknown date it was observed that the aneurysm was expanding proximally towards the arch. In 2008, the pt underwent open conversion and expired the same day. Physician stated that the pt expired from coagulopathy and that the event was not device related. The physician stated that the aorta had elongated due to disease progression, resulting in a proximal type 1 endoleak. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type I endoleak and disease progression.